Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. It was then also reported that radiologic technologist (rt) indicated mobile view station (mvs) "beeping" continued after moving to storage are and connecting to ac power. The shared service biomedical engineer at the site then replaced the line power fuse. A medtronic representative later went to the site to test the equipment. He verified ac power and confirmed system operation. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A medtronic representative reported on behalf of the site that the imaging system's mobile view station (mvs) would not power on when being stored. No further details regarding this issue were provided. There was no patient present when this issue was identified.